Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the hcp had no record of an infection and the device wasn't removed until (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that they ¿only used their device for one week, maybe more¿ before they developed an infection. The patient stated that due to this they had their ins removed. The patient stated that this first occurred ¿within a week or two¿ following the date of implant in 2017. No further complications were reported/anticipated.